Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
A consumer reported that a patient was getting poor communication with their patient programmer. They also lost stimulation sensation about a month or so prior to the report. A new programmer was sent to the patient and it was recommended that they follow up with their healthcare provider (hcp). The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the cause of the loss of stimulation and poor communication was a dead battery. It was scheduled to be replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.